Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were low flow alarms and a drop in watts on the ventricular assist device (vad). The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed through log file analysis which revealed a decrease in estimated flow and power consumption on (B)(6) 2018 to parameters below the normal operating range and 32 low flow alarms logged since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed visual examination. Functional testing revealed a power shift condition. Additionally, dimensional verification revealed that the rear housing disc curvature was found to be deviating from specifications. A review of manufacturing records did not reveal any deviations from specifications or power shift events. Given that the pump met specifications prior to release, the power shift condition and dimensional deviation observed during testing were likely the result of a clinical challenge to the pump and not the initial source of the reported event. Internal pathological report revealed no evidence of thrombus within the device. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "low flow" event was confirmed through log file analysis which revealed 32 low flow alarms were logged since april 2, 2018. The low flow alarm limit is currently set to 1.5 lpm. Furthermore, log files indicate a decrease in estimated flow and power consumption beginning on april 6, 2018 to parameters outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. If information is provided in the future, a supplemental report will be issued.